Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 300mg/dl, 79mg/dl. Tests were done within less than 10 minutes with a difference of 103%. Patient did not experience any adverse events. No further information has been reported.